Event description:
Pt with lumbar radiculopathy, post lumbar laminectomy syndrome underwent implantation of spinal cord stimulator with 2 neural stimulator leads and pulse generator. Initially pt responded well to spinal cord stimulator implant, but lost coverage due to stimulator malfunction. Pt underwent second surgery in which the pulse generator was removed and replaced. The original leads placed were not changed, and pt confirmed appropriate coverage by stimulator prior to leaving the operating room.